Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B is currently available. This IFU lists stroke, bleeding, and neurologic dysfunction, as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists neurological events as a potential late postimplant complication. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2023, the patient was hospitalized due to a central nervous system (cns) event and neurological dysfunction. The patient had an intracranial hemorrhage in the right hemisphere that was diagnosed with computed topography (CT); the patient was noted to be asymptomatic. The caused was thought to be due to the complexity of medical management. The patient received warfarin and an oral medication adjustment. They were discharged on (B)(6) 2024.